Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness and /or headache, hypersensitivity, pleural effusion, kidney failure, and respiratory issues (breathing problems). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. A device was returned to a third-party service center for investigation on dec-28-2022. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were findings of an error related to the circuit board. The device was scrapped.